Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having lost their transmitter and mentioned that they had low blood glucose of 31mg/dl. The customer declined to troubleshoot for the low blood glucose. No further details given.